Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be below the expected limits. During the analysis, the device exhibited high current. High current was traced to an anomalous component in the hybrid subassembly.

Event description:
It was reported that the battery was depleting faster than expected. The device was explanted.